Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #2781 generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat tested on a different platform the panther that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using throat swab collected in eswab. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive results was reported out to the patient and/or personnel treating the patient. Later corrected the negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Due to the low occurrence of potential false positives for this issue repair is not necessary. The customer's cobas liat analyzer (s/n (B)(4)) was not requested to be returned for evaluation and repair. Sporadic influenza b potential false positives with analyzer (s/n (B)(4)) will be avoided by upgrading the scfa version to its latest version 1.1 investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Manufacturer narrative:
Roche identified select cobas liat analyzers are generating false positive flu b results due to noisy photometer signals in the specific channel that detects flu b. Overall, adverse health consequences are not likely to occur due to the clinical mitigations that exist and the low occurrence rate of the issue. Roche is in the process of replacing the photometer assemblies in the affected instruments. (B)(4).